Event description:
In late 2008, the lay user/pt contacted lifescan (lfs) alleging that her one touch fasttake meter was not powering on. The medical affairs specialist (mas) spoke with the pt on dec 23, 2008, and obtained the following info. The pt reported that the alleged issue began approximately 4 months prior to contacting lfs. The pt manages her diabetes by taking a set amount of 30 units of novolog in the morning and evening and 80 units of lantus at bedtime. Despite not being able to test her blood glucose, the pt reported that she continued to take her insulin as usual. On the early morning of five days prior to original date, the pt reported that her husband found her incoherent and unresponsive when attempting to wake her up and as a result contacted emergency services. When emergency services arrived, the pt claimed they tested her blood glucose with the emt meter and obtained a reading of "27 mg/dl." The pt reported that she was then taken to the emergency room, treated with IV glucose, and released later on that day. The day prior to when the event occurred, the pt stated that she tested on a relative's meter on the morning of a day prior, and recall obtaining a blood glucose reading of "150 mg/dl." The pt denied testing her blood glucose later that day; however, took her usual dose of novolog and lantus insulin that morning and evening. At the time of troubleshooting, the customer care advocate confirmed there was no known trauma to the subject meter. In addition, the pt claimed she replaced the subject meter's batteries as recommended in the owner's booklet. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.